Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for critical pump error. Customer¿s blood glucose was 143 mg/dl. Customer reported that they received a critical pump error image on the pump screen. Customer reported that they has been getting low blood glucose readings today. Customer did not wish to troubleshoot for low blood glucose. Customer reported that low blood glucose went from 143 mg/dl to 79 mg/dl. Customer treated low with apple juice. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.